Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The battery out limit alarm could not be verified. The displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests could not be performed due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed battery out limit. The blood glucose reading was 359 mg/dl. The customer's wife stated that no high blood glucose symptoms were observed. She noted that the battery had been kept outside the insulin pump for greater than the duration allowed by the device, which she was advised was normal device behavior. Nothing further reported.